Manufacturer narrative:
Calibration and qc information were requested but not provided. Based on the available data, the investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys troponin t hs result for one patient from a cobas 8000 e 801 module. The customer performed testing on two patient samples tubes that were collected at the same draw. On (B)(6) 2020, the patient¿s first sample did not generate a result due to an instrument alarm. The patient's second sample had an initial troponin result of 12.1 ng/l. The result of 12.1 ng/l was reported outside the laboratory. On (B)(6) 2020, the customer transferred the patient¿s first sample and second sample into separate sample cups and performed repeat testing. The first sample had repeat troponin results of 116 ng/l and 117 ng/l. The second sample had repeat troponin results of 116 ng/l and 117 ng/l performed on a different analyzer. Troponin reagent lot number used for patient testing was 429178 with an expiration date of 31-jan-2021.